Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Saccount confirmed that device will not be returned.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The clevis pieces were disengaged from the side of the instrument. The pieces were received in a small plastic container. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Engineering determined that replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephroureterectomy. According to the reporter: surgeon was performing laparoscopic nephrouterotomy and was retracting the kidney with the fan retractor, surgery was started at 3 pm and at 18.40 the surgeon noticed that the retractor was broken and when taken out of the abdomen it was noticed there were pieces missing from the base of the fan. The surgeon had to look in the abdomen and managed to find the broken pieces and when these were pieced together it looked like they were complete but this is not definite. There were 4 pieces retrieved and the retractor and pieces are being sent to (B)(4) adverse incident centre for investigation. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.. Pieces of the device fell into the patient but were retrieved.